Event description:
It was reported that pump malfunction occurred with malfunction code 16, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, and confirmed that malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction code returned, and acknowledged and understood instructions.